Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure cardiac tamponade was confirmed by an intracardiac eco (ice) catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Reminder of the procedure was aborted. The patient was reported in stable condition and was transferred to the operating room (or) for further intervention. Patient¿s outcome is unknown. There¿s no information on if extended hospitalization was required as a result of the adverse event. Physician causality opinion was not provided. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.